Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. Corrected fields: h6 (medical device ¿ problem code, investigation findings).

Event description:
N/a

Event description:
It was reported that during preventive maintenance, cardiosave intra-aortic balloon pump (iabp) had a ac power cord damage. There was no patient involved.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. Corrected fields: b5, b6, b7, d5, d10, e1- initial reporter, e2, e3, e4, g2, h6 (clinical code, impact codes).

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, investigation conclusion), h11. The getinge field service engineer (fse) that discovered the issue replaced the power cord to resolve the issue. The fse completed all safety, functionality, and calibration checks and all tests passed to factory specifications.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that cardiosave intra-aortic balloon pump (iabp) had a ac power cord damage.